Manufacturer narrative:
The investigation has determined that lower than expected vitros tsh results were obtained from vitros quality control samples. The investigation was unable to determine an assignable cause. The results were generated during a product performance investigation study. Further investigation into lower than expected qc results with vitros tsh reagent lot 5480 is ongoing

Event description:
The customer obtained unexpected tsh results from vitros quality control samples using vitros immunodiagnostic products tsh reagent on a vitros 3600 immunodiagnostic system and a vitros eci immunodiagnostic system. Ttc l1 lot 0660 control results of 0.026, 0.027, 0.024, 0.029, 0.032, 0.030, 0.029, 0.028, 0.022, 0.026, 0.023, 0.029, 0.029, 0.024, 0.032, 0.023, 0.030, and 0.031 miu/ml versus the expected result of 0.076 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No results were reported and there is no reported allegation of patient harm as a result of this event. This report is number four of four 3500a forms filed for this event, as four devices were affected. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4)/qerts reference ID (B)(4).